Event description:
Removal of endosseous dental implant. Implant was placed in site #30 (class ii bone) during a routine procedure. At time of removal (approx 1 month post-op) the clinician reports presence of pain, swelling, bleeding and suppuration. Bone loss was observed on the mesial buccal aspect of the implant during removal.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure for this procedure as published in the scientific literature.